Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: the key market reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The key market confirmed that the issue was for high air leakage, and that the low tidal volume was not the issue. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00464. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a high air leakage. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer had a low tidal volume error code on the display. The device was rebooted, but the device was not working. It was recommended to check the flow sensor assembly. A philips service engineer (se) evaluated the device, and confirmed the reported problem (high air leakage). The se checked the equipment, and found that the gas delivery system (gds) module was faulty. The se then replaced the gds module, the issue was resolved, and the device was returned to full functionality.